Manufacturer narrative:
This report is submitted on (B)(6) 2018.

Event description:
Per the clinic the patient experienced a csf leak, suffered a number of episodes of acute otitis media with effusion. The patient possibly developed an infection and subsequently was treated with oral, IV and topical antibiotics (dates and duration not reported); however the issue could not resolved. Revision surgery is planned but it is unknown if this has occurred as of the date of this report.